Event description:
A us distributor reported that a patient was experiencing ecgs non-functional messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) has been confirmed. Upon investigation the electrode belt failed a falloff test. The cause for the failure was isolated to an open pulse wire in the front and rear therapy electrodes. The root cause for the open wire was excessive force. No adverse event resulted from the damaged belt.